Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced both hyperglycemia and hypoglycemia while using the ilet bionic pancreas, including a high of 322 mg/dl followed by a low of 53 mg/dl after an apparent overcorrection of a high; the ilet alerted to the events, the user self-treated with glucose tablets with glucose rising, and later reported a depleted cartridge after a change and possible prolonged self-dosing overnight; troubleshooting and education were provided, including guidance on proper cartridge change and a training link. Symptoms included none reported. Outcomes included resolution without outside medical intervention and return to target range. Investigation included review of device data and user reports, and provision of user training. Investigation of this case revealed user-managed dosing behavior consistent with overcorrection leading to hypoglycemia and subsequent hyperglycemia, followed by cartridge depletion noted after a cartridge change, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.